Event description:
It was reported that a pt underwent a posterior pelvic floor repair procedure in 2008. The pt started experiencing severe, persistent itching in the vaginal area and at the two buttock insertion sites approx one week after surgery. The pt has seen the surgeon repeatedly and tried atarax as well as numerous topical medications including monistat. The pt also was tested for pinworms, which was negative.

Manufacturer narrative:
Date sent to the FDA: 03/27/2009. (Itching occurred) - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.